Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer reported that they had a broken belt clip at the time of the event. The customer did not describe symptoms. The customer did not describe treatment. Customer¿s blood glucose level was 47 mg/dl at the time of the call. The customer provided no additional information. The product was not returned for analysis.